Manufacturer narrative:
The case description states that the user received several 10u uncommanded boluses on (B)(6) 2025. Ios log files from the omnipod 5 application were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the ios log files confirmed the delivery of the reported 10u boluses on the dates and reported times of occurrences. Evidence of interaction was observed to program, confirm, and begin delivery of all 10u boluses. The logs show that for each bolus, the bolus button was tapped to enter the bolus calculator. For three of the boluses, the carb entry field was modified one digit at a time to reach 100 grams. For all 10u boluses, a bg value from the user's cgm was loaded into the bolus calculator by pressing the use cgm button. Additionally, the logs indicate that each bolus volume was user-adjusted by modifying the total bolus field one digit at a time to reach 10u. The confirm and start buttons were pressed to begin bolus delivery. Review of the application log files confirmed evidence of interaction with the application to program all reported boluses. No evidence of an uncommanded bolus was observed in the available log files. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 2.0.2. Cloud - operating system: 18.5. Cloud - hardware: iphone14.7. Cloud - cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient received multiple unprogrammed boluses from their omnipod 5 system resulting in hypoglycemia. Blood glucose levels declined into the lower 50 mg/dl range. No medical treatment was required for the reported issue. If additional information is received, a supplemental report will be submitted.